Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the ams spectra concealable penile prosthesis was removed. The reason for removal was requested, but not provided. It was also indicated that an ams ambicor penile prosthesis was implanted on the same day as the removal.